Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. Upon return, blood was noted within the helium pathway. During the investigation, the iabc central lumen was found broken in numerous locations and caused a leak site on the iabc bladder. Also, the iabc distal tip was no longer attached to the iabc central lumen and bladder. The iabc distal tip was not returned with the sample. It could not be confidently determined which damage occurred first or what caused the blood to enter the iabc. Additionally, according to the complaint intake form, the iabc was pulled through the sheath during the event. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends.

Event description:
It was reported that the staff noticed blood backing up into the helium port on a maquet pump. As a result, the intra-aortic balloon (iab) was removed through the sheath. It was noted that the metal tip of the iab was not intact when the iab was removed. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the staff noticed blood backing up into the helium port on a maquet pump. As a result, the intra-aortic balloon (iab) was removed through the sheath. It was noted that the metal tip of the iab was not intact when the iab was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).